Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 27 mg/dl. The customer stated that there was can not find sensor signal alarm. Customer was treated with ice cream, syrup and sandwich for their low. Customer declined to troubleshoot. Customer was using auto mode feature at the time of incident. The pump will not be returned for analysis.